Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. Diffuse lamellar keratitis is not related to the device. (B)(4).

Event description:
An optometrist reported a patient presented one day post lasik with one plus diffuse lamellar keratitis (dlk) bilaterally. An oral steroid was prescribed and topical steroid drop dosage was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.